Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported, one week after implant, the right atrial (ra) threshold increased from around 1.0 v/0.5 ms to around 2.9 v/0.4 ms. All other measurements were fine. The decision was made to reposition this ra lead. Once the ra lead was repositioned, the threshold measurements were satisfactory. This ra lead remains in service, and there were no additional adverse patient effects reported.